Event description:
Boston scientific crm received information that this device oversensed noise resulting in pacing inhibition. No inappropriate therapy was delivered. The patient is pacemaker dependant and reported feeling lightheaded.

Manufacturer narrative:
Attempts to recreate the noise were unsuccessful. All impedance measurements were stable and within normal limits. The patient reporting having diarrhea. The physician suspected myopotential oversensing. The device's sensitivity was changed from normal to least.